Event description:
It was reported that the arctic sun device was having trouble cooling during functional test. It was determined through ts that the device had a failed mixing pump. Requested a quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. It was determined through ts that the device had a failed mixing pump. Requested a quote for 2000-hour service. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having trouble cooling during functional test. It was determined through ts that the device had a failed mixing pump. Requested a quote for 2000-hour service. Per follow up information received via phone on 08nov2024, it was reported that biomed noted they replaced the mixing pump onsite. No further repairs made at this time. They denied completing a full pm. No patient involved at the time of the malfunction.